Manufacturer narrative:
No product was returned. No product was returned. The investigation determined the most probable cause to be excessive air bubbles in the cassette tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI, g5, and h4 are unknown.

Event description:
It was reported that the pump exhibited an air detected e20201 alarm. Bubbles were observed in the tubing. Troubleshooting was performed and the pump continued to alarm. Reservoir volume was 218.9 ml, rate at 5.0 ml/hr, and 11.1 ml was given. No patient injury was reported.